Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, biomed contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that mild sparks were visible on a bipolar forceps instrument during energy activation through an external cautery device. The site completed the surgery using another equivalent instrument, and no patient injury was noted. Troubleshooting involved suggesting a return material authorization (RMA) for the affected instrument and coordinating follow-up with customer support resources. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was continued as planned with no reported injury.